Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the camera became more and more cloudy and the visibility became worse. It was said that there was no cloudiness at the time of pre-operative connection check, but the image became cloudy during the operation (about 30 minutes after the operation started). Probably, there was a small scratch on the short scope and the camera became cloudy due to the bipolar smoke or the light source. When the camera was cloudy, the operation was performed while wiping the scope, so it took longer than usual. There was a delay of less than 60 minutes in overall procedure but the operation was finished successfully. No patient complications were reported as a result of this event.